Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. Customer's blood glucose level was 135 mg/dl but his sensor glucose reading was 73 mg/dl. His sensor and blood glucose reading difference was not within an acceptable range. The device was not returned.